Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor reading of 239 mg/dl compared to a reading of 35 mg/dl obtained on the built-in reader. Customer experienced dizziness requiring treatment of glucose provided by a third party. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor reading of 239 mg/dl compared to a reading of 35 mg/dl obtained on the built-in reader. Customer experienced dizziness requiring treatment of glucose provided by a third party. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000jg70d4 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (expiration date) was updated based on extended investigation. Section d4 (serial number) was updated from (B)(6) to (B)(6).